Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that needle was hard to remove. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Sensor insertion wherein the needle appear to break and did not go into body. Customer noticed issue with sensor during insertion. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer reported the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. Insulin pump received change sensor alert. The sensor will be returned for analysis.